Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. The customer reported that on (B)(6) 2019, a sensor scan of 93 mg/dl was obtained and the customer experienced symptoms described as ¿sweating, agitation, and blurry vision¿. The customer further reported self-treating with (B)(6) and crackers and then had contact with a healthcare professional. A blood glucose reading of 264 mg/dl was obtained and the customer was treated with insulin (dose/type unknown). No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low reading issue was reported with the adc freestyle libre sensor. The customer reported that on (B)(6)2019, a sensor scan of 93 mg/dl was obtained and the customer experienced symptoms described as ¿sweating, agitation, and blurry vision¿. The customer further reported self-treating with coke and crackers and then had contact with a healthcare professional. A blood glucose reading of 264 mg/dl was obtained and the customer was treated with insulin (dose/type unknown). No additional treatment was reported. There was no report of death or permanent injury associated with this event.